Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated patient had a 12.5mm, ticm125v4, -16.0/+2.5/019 (sphere/cylinder/axis), implantable collamer lens implanted into the left eye (os) on (B)(6) 2017. The patient recently came back with refractive surprise, lens remains implanted. If add'l information is received a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: the implanted date is corrected from "(B)(6) 2017" to "(B)(6) 2007". Additional data: the reporter indicated that the patient had a 12.5mm ticm145v4, -16.0/+2.5/019 (sphere/cylinder/axis) implantable collamer lens implanted into the left eye (os) on (B)(6) 2007. The patient recently had refractive surprise. The lens was exchanged on (B)(6) 2018. The problem was resolved. Secondary surgical intervention, explant and new lens implanted later. Claim# (B)(4).

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in lens case/vial. Visual inspection found the haptic bent and fibers on lens surface. Dimensional and functional inspection found the lens to be within specification. Claim # (B)(4).